Event description:
Reporter alleged the compact system generated a blood glucose result on the display prior to the test strip being dosed with blood or control solution. Reporter stated, he had been receiving results on the display without the test strip being dosed for several weeks however, could not recall the values that were generated. No actions were reported taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.